Event description:
It was reported that the ultrasonic scalpel was not coagulating. A ligaclip device and suction were applied to control the bleeding. The device was replaced with another scalpel. No patient injury was reported.

Manufacturer narrative:
The complaint device was never returned to stryker sustainability solutions (sss) for an evaluation. However, the lot number was provided. Since function testing could not be performed, a root cause could not be determined. Coagulation effectiveness is related to various factors amongst them, but not limited to, power level and surgical technique. Sss instructions for use state: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
At this time the device has not been returned to stryker sustainability solutions for an investigation. However, the facility stated they will release the device. Once the device has been returned and an investigation completed, a follow-up MDR will be submitted.